Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose level was 556 mg/dl at the time of the incident. Customer reports they did not feel okay to troubleshoot. The customer suggested calling health care professional and following the guidelines outlined in the IFU, or seek medical attention and call back to troubleshoot. The customer declined troubleshoot. The customer received a replacement pump but it did not work right, been in and out of the hospital for the last 6 months. The customer¿s blood glucose last night was 556, waited 3 to 4 hrs to test again and went down to 313 mg/dl. Pump was not currently in low battery status. The device will not be returned for the analysis.